Event description:
Patient suffered an mi one day post index procedure. It is unknown whether the reported mi was related to the target vessel. The inv estigator indicated that the reported event was unrelated to the study device.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Three days later, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).